Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to high out of range pacing impedance values greater than 2000 ohms and high pacing thresholds. The right atrial (ra) lead was surgically capped due to chronic atrial fibrillation, so the current rv lead was placed into the ra port of the device. A new rv lead was implanted and placed into the rv port. No additional adverse patient effects were reported.